Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, episodes of noise resulting in pacing inhibition were observed on the right ventricular (rv) lead. The lead insulation damage was suspected. No intervention has been performed at this time. The patient was stable.